Manufacturer narrative:
Device was discarded.

Event description:
Patient reported experiencing infections at the insertion site. Patient stated all of the sites on her abdomen have become very red and formed ulcers since using this lot of infusion sets. Patient's doctor prescribed an antibiotic ointment and took her off of the pump until the sites heal. Patient alleges the infusion sets are not sterile. Patient has discarded the alleged infusion sets.